Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.